Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after a battery change and had an unresponsive keypad. The customer's blood glucose was 106 mg/dl. The customer was advised that the battery out limit alarm was indicative of normal device behavior, as the batteries had been out of the insulin pump for greater than the duration allowed by the insulin pump. The customer also reported that the up arrow button did not work. She stated that she had been on an airplane and may have dropped the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The currents are within specification and no unexpected battery out limit. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.